Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified pulmonary veins. A 10.0x30x135 cm express vascular ld stent was selected for treatment. However, it was noted that the stent had burrs and could not be used normally during the procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the express ld device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted with the balloon material. An examination of the crimped stent identified that the last stent strut on the proximal end was raised. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with the tip of this device. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified pulmonary veins. A 10.0x30x135 cm express vascular ld stent was selected for treatment. However, it was noted that the stent had burrs and could not be used normally during the procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the vessels were severely twisted, and the procedural factors did not contribute to the event.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified pulmonary veins. A 10.0x30x135 cm express vascular ld stent was selected for treatment. However, it was noted that the stent had burrs and could not be used normally during the procedure. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the vessels were severely twisted, and the procedural factors did not contribute to the event.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information e1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the express ld device was returned to our post market quality assurance laboratory. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted with the balloon material. An examination of the crimped stent identified that the last stent strut on the proximal end was raised. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with the tip of this device. This concludes the product analysis.